Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that post implant in the recovery room, the ventricular lead noted no capture due to dislodgment. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.